Manufacturer narrative:
Follow-up #1 submitted 9/19/2016. Correction to serial number. An incorrect serial number was inadvertently submitted on the original report. The correct serial number associated with this complaint is unknown.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a cgm 518 issue with the pump. The patient alleges waking up this morning with a "???" Icon display and does not know how long it was on as they were asleep. Patient had a blood glucose (bg) of 577mg/dl with nausea and blurred vision. Patient received no unusual treatment. Customer support (cs) found that the sensor had been properly placed on (B)(6) 2016, and the product had performed as intended: the sensor trending reappeared while trouble shooting the high bg. Error 518 is defined as an education issue. Cs educated the patient. This complaint is being reported as the patient experienced hyperglycemia, related to training issues.